Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose (bg) level to exceed 500 mg/dl. Customer resolved the alarm by changing the ifs and cartridge, and then resumed insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the elevated bg; however, no additional information regarding this event was provided.